Manufacturer narrative:
Unit received with blank display due to corroded battery cap contact. Unit was tested with a good battery cap. Unit was monitored for 24hours. All operating currents are within specification. Unit passed displacement test and self test. No blank display noted. No damage found on the lcd isolation tape noted. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump battery cap is spread out wide and there is white crust inside of the battery compartment. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.